Event description:
It was observed during the device inspection, that the evis exera ii colonovideoscope exhibited a reprocessing problem. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additionally, a correction is being made to previously submitted g3: date received by manufacturer which was not late. The correct date was 04apr2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation, however the event was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. There was no damage to the area where the foreign material was detected. It is unknown if there were any deviations from the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU). The instruction manual states the detection method associated with the event whitish foreign material in air water cylinder and channel in "gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The colonovideoscope exhibited something is stuck in the biopsy channel.